Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm and 2mm x 20mm x 142cm coyote es balloon catheters were used for dilatation. However, during the initial inflation at nominal pressure, the balloons ruptured. The balloons were removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.